Manufacturer narrative:
(B)(4). The device has been received by baxter and the condition was confirmed by service. "This is an ancillary service event discovered during preventative maintenance. The cause was identified to be a low battery." To correct this condition, the main battery was replaced. If any relevant additional information is received, a follow-up will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a low battery. "This condition had the potential to interrupt delivery" this was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.